Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were x-rays performed to localize the needle? No. Was the needle removed from the patient? Yes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown. Was the patient treatment altered in anyway due to the prolonged surgery time? No. Device return status? Unknown. Note: event reported in 2210968-2022-04632, 2210968-2022-04633, 2210968-2022-04634.

Event description:
It was reported that a patient underwent a strabismus procedure on (B)(6) 2022 and suture was used. During the procedure, the needle detached from the suture. The surgeon used a new suture to complete the procedure. Five minutes of surgical delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/19/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.